Manufacturer narrative:
The reported events were lead dislodgement, oversensing noise, and inappropriate shock. The reported event of oversensing noise was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported that a patient's right ventricular (rv) lead was dislodged during an unrelated procedure. The rv lead exhibited oversensing noise resulting in inappropriate therapy being delivered. The physician elected to explant and replace the rv lead. The patient condition was stable.